Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe could not cut or aspirate well during a vitrectomy procedure. The procedure was completed after replacing the product with another. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history pertaining to the cassette could not be reviewed. The customer reported a posterior cassette lot, however, a combined cassette with lot unknown was returned for evaluation. The consumable cassette was visually and functionally tested. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The cassette infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. All the probe values displayed on the progress bar. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from the balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. One probe was returned for evaluation for the report of the probe could not cut and aspirate vitreous well. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Actuation bias-open testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The first cut was weak and then the sample would not cut. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at the bend area, cutting edge, and along several sections of the inner cutter. The root cause of the customer's complaint for the cassette could not be established; the returned cassette met specifications. As for the probe, the complaint evaluation does not confirm the probe had an aspiration issue. The probe met specification for aspiration. However, the complaint evaluation does confirm the probe had a cut issue that resulted in the cutter not being able to function properly. The exact root cause for the probe not cutting cannot be determined from this evaluation. The most likely cause for the poor cutting is from a damaged inner cutting edge or an incorrect cutter bend angle that could occur from the sample being used in surgery for approximately 30 minutes. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The approximate 30 minutes of surgical use, wear marks at bend area, and gouge marks at the cutting edge and along several sections of the inner cutter support that the performance issue is not a manufacturing related issue since the complaint stated the issue occurred before surgery. After a thorough investigation of this complaint, it has been determined that this sample met specifications for the cassette. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe could not cut and aspirate vitreous well; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).